Event description:
Study same case as MFR report #: 6000118-2007-00084. It was reported that 23 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure was reported to be an emergent procedure. Upon arrival at the hospital, the patient had unstable angina, was in shock and an iabp (intra aortic balloon pump) was inserted. Due to calcification of a 99% stenosed proximal to mid lad (left anterior descending) lesion, ablation was performed. During ablation, the burr "got stuck" in the mid lad and the patient went into shock due to ischemia. Percutaneous cardiopulmonary support was initiated and the burr was removed percutaneously. Balloon angioplasty was then performed on the proximal to mid lad resulting in 50% residual stenosis. Following treatment of the lad, treatment of the de novo, 90% stenosed, ostial lesion of the proximal cx (circumflex) measuring 2.5x14mm was performed. The proximal cx lesion was predilated twice, a 2.5x8mm taxus express2 drug eluting stent was placed, and the lesion was post dilated resulting in 0% residual stenosis and a well apposed stent confirmed by ivus (intravascular ultrasound). Five days following the index procedure the patient developed acute respiratory distress syndrome (ards) and was put on a respirator. The patient was treated with steroids, pulse therapy, and "antibacterial drug". The patient expired 23 days following the index procedure. No autopsy was performed. According to the physician, the ards was not related to the taxus express2 drug eluting stent and the patient's death may have been related to the target lesion. Additional information regarding the patient's cause of death and events leading up to the death has been requested.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specs at the time of its release to distribution.